Manufacturer narrative:
Correction: change from yes to no, device not returning. A specific cause of the reported event could not be determined through this investigation. The clinic reported that a CT heart scan found a mechanical obstruction of inflow cannula, which abuts the septum. The account reported the left ventricular assist system (lvas) will not be returned. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 7 months . The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s pump was explanted on (B)(6) 2018. A CT of the heart demonstrated mechanical obstruction of inflow cannula which abuts the septum. There was no evidence of intracardiac or outflow graft. Thrombus was noted but patient had recurrent symptoms thought to be related to the obstruction such as dizziness, syncope, lightheadedness and exertion. The patient was implanted with another manufacturer¿s device. No further information was provided.